Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation. The lead was successfully capped and replaced. The patient was in stable condition during and post surgery.